Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that during a mechanical thrombectomy procedure, the patient experienced vasospasm in the left internal ca rotid artery (ica) and the left middle cerebral artery (mca). This event was treated 5mg of verapamil.

Manufacturer narrative:
Suspect medical device with the UDI number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.